Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device did not turn on. There was fluid ingression on the main board. The downstream occlusion (dso) sensor was degraded, and the liquid crystal display (lcd) was defective. The reported problem was confirmed by visual inspection. Fluid ingression on the main board was the root cause of the problem. Replaced main board, lcd, and dso sensor to resolve the reported error. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was "water damaged". There was unknown patient involvement, and unknown patient harm/adverse event reported.